Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator's setscrew was stripped during the implant procedure. The device was not implanted.